Event description:
Reported due to patient death. The physician successfully placed a xact stent in the left common carotid artery. Reportedly, the artery was ninety percent (90%) stenosed and calcified. The vessel diameter was five (5) mm and the length of the lesion was twenty (20) mm. It was reported that there were no adverse events noted during the procedure. Reportedly, post procedure, the patient was "heavily sedated". The post-procedure modified rankin scale score was "4" indicating a "moderate severe disability; unable to walk without assistance and unable to attend to own bodily needs without assistance" and the post-procedure national institutes of health (nih) stroke scale score was twenty-five (25). It was noted that the patient exact point the patient manifested the right-sided weakness. It is unknown what interventions were provided for the patient during this episode. Reportedly, the patient was hospitalized. Concluding 12 days later when the patient expired. The exact cause of death is unknown. Although requested no additional patient information was provided.